Manufacturer narrative:
Rods were implanted on (B)(6) 2015. The patient was performing yard work and felt a pop in her back. She has been in considerable pain and was not injured in any other way. Both rods were broken. The rods will be removed and replaced on (B)(6) 2018. (B)(4). Exemption number e2017030.

Event description:
Rods were implanted on (B)(6) 2015. The patient was performing yard work and felt a pop in her back. She has been in considerable pain and was not injured in any other way. Both rods were broken. The rods will be removed and replaced on (B)(6) 2018.